Event description:
Pt reported pain with flushing and there was inability by infusion staff to get blood return through the implanted port. An xray with fluoroscopy was performed in 2009 which showed extravasation of contrast material, with suspected rupture of the catheter at a point proximal to the superior vena cava. The port was replaced three weeks later.